Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that the unspecified bd¿ needle clogged during use while piercing a silicone diaphragm, with the silicone plugging the needle and preventing equal exchange of gasses. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one is straightforward 1 inch 21 gauge, it's the larger needle I'm having trouble figuring out. We use the two to replace the headspace gasses of vials, so the longer needle is the vent tube that goes to the bottom of the vial, while the shorter needle is connected to the large syringe and injects the new gas. We have issues with both of them clogging, as we use them to pierce a silicon diaphragm, and after some time the silicon plugs up the needle, preventing an equal exchange of gasses. We used to have an even thinner long needle that was clogged that we used to push out the silicon plugs from the vent needle, but it got thrown out accidentally. We use a luer-lock connection for these as well."